Event description:
It was reported that the pump's usb port was loose and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.